Event description:
Deflation difficulties. The report received indicated that balloon was used to predilate a lesion in the mid right coronary artery. However, it was noted that the balloon would not deflate. The balloon was removed from the pt fully deflated and there was no report of injury to the pt. After the procedure, the physician inflated the balloon and it took a while to fully deflate.

Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date the eval has not been completed. Add'l info will be submitted within 30 days upon receipt.